Event description:
It was reported that the patient presented in the hospital after losing consciousness. The patient had been lost to follow-up for two years. Short circuit damage during a vt/vf event, and the patient did not receive therapy to treat the arrhythmia. The lead exhibited a low, out of range, high voltage lead impedance. The lead was explanted..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 19.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.